Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the reported pain has resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-15155. It was reported that the patient experienced severe pain in their tailbone, left buttocks, and left heel following a drg trial on (B)(6) 2021. The patient was given steroids and pain medication. The pain did not subside. Hence, the patient was admitted to the hospital to get the pain under control.